Event description:
Spontaneous call from (B)(6), home health nurse regarding gammagard infusion. Patient received today. Per rn, she stopped the infusion with about 30 min remaining since pt was having muscle tension/"feeling like he was about to shiver"/ tensing up. Rn gave pt warm tea and waited about 45 mins. Before trying to restart infusion. When rn tried to restart the pump, the start button would not work. Rn states all other buttons worked but the start button. Rn states she tried removing batteries and putting back in and restarting but did not work. Rn reports pt had about 20ml remaining of infusion. Rn went to infuse remainder via gravity since pump was not working and pt reported he did not want the remainder of the infusion. New pump being sent to pt. Called md to adv that pt did not receive full dose. Unknown if pt had any side effect from not receiving full dose. Reported to (B)(6) by: health professional.